Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to the report.

Event description:
Study event: device malfunction: none. Symptoms / ae: death. Time of ae: postprocedure. It was reported that 13 days post an uneventful right internal carotid artery stenting procedure, the subject was found dead in his home. The coroner stated that the subject was likely dead for 3 days from a myocardial infarction. The death certificate is pending. Although requested, there is no additional information available.